Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and not physical damage was observed on the sensor patch. Attempt to scan the returned sensor was unsuccessful, and unable to download the sensor logs. A visual evaluation of the plug assembly revealed no failure modes. The sensor was further investigated and de-cased. A visual inspection on the de-cased sensor revealed a contamination due to liquid ingress on the pcba. The returned device was attempted to be scanned on the evm (evaluation module) using the patch reader however the sensor did not scan. The returned battery was measured and found to be outside the specified range. The returned battery was replaced with a known good battery and the returned sensor was attempted to be scanned on the evm again using the patch reader was unsuccessful thus the low voltage on the returned battery was not a contributing factor to the customer's complaint. The contamination on the pcba was cleaned off and the returned sensor was scanned once more on the evm using the patch reader however, the sensor did not scan. The customer's complaint regarding high readings could not be replicated because the sensor was unable to be scanned, which was caused by contamination on the pcba. Consequently, this issue unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Section d4 (UDI) has been updated as this information was not submitted in the previous report.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 25mmol/l compared to readings of 5mmol/l respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.